Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a right shoulder videoarthroscopy, the dii controller was blowing hot and there was smoke coming out of it. The procedure was completed using a back-up device. It is unknown if there was a delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating and smoke was confirmed. Product failed functional testing with a short circuit error in port a only. Cause of errors is defective electronic components on the main digital pcb. Product passed functional testing with a known good main pcb installed. Smoke was caused by burnt resistor on main pcb. The complaint was confirmed and the root cause has been determined to be defective electronic components. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.